Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lar, the balloon was noted to have slowly leaked air. There was no rapid loss of abdominal pressure due to the device issue. No patient injury, adverse event or delay in surgery time was reported.